Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 11/2015. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank. They also reproted that this AED was purchased for her when she was a child, and now she is a grown mom of a child with same condition and the AED has never been maintained. They reported that this did not occur during patient use.